Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she had low blood glucose as 40 mg/dl and treated by eating carbohydrates or suspending the insulin pump. The insulin pump will not be returned for analysis.